Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient developed a (B)(6) infection after she was implanted with the pump. The pump was explanted due to the infection in (B)(6) 2016.